Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The patient's blood glucose at the time of incident was 87 mg/dl. The insulin pump was not dropped or bumped prior to the alarm. The drive support cap appeared normal. The insulin pump is out of warranty and will not be returned for analysis.